Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the actual value of the continuous glucose monitor (cgm) reading was visible; however, the graph was missing. The pump was "reset" and the graph was displayed. Customer successfully started a sensor session. No additional patient or event information was available. A root cause could not be determined. There was no reported impact to customer's blood glucose level.